Event description:
Customer reported acinetobacter species isolates imipenem mic discrepancy during secondary testing. Imipenem susceptible results were obtained on the neg mic type 30 panel, and imipenem intermediate results on secondary methods that were also performed for the clinical isolate. Overall the imipenem performance on dried neg panels is acceptable and meeting performance claims. The results were reported to the physician and the critically debilitated pt was treated with multiple drugs including imipenem. The pt died from the acinetobacter infection. The administration of imipenem did not cause or contribute to the pt outcome. The cause of the imipenem susceptible results is unknown.

Manufacturer narrative:
Evaluation - organisms received from the hosp were evaluated. Results other - clinical isolate rec'd from the customer. Testing and evaluation did not confirm the results received by the customer. Conclusions: other - product is within performance claims. Performance against a reference method is acceptable.